Event description:
Pt alleges she underwent surgery due to leakage. Operative report states the pt had bilateral baker intravenous encapsulation which caused both hardness and puckering of the lateral mastectomy scar. Operative report also states that upon removal of the right implant there was a small amount of free silicone contained in the capsule and the implant had a small leak. A bilateral open periprosthetic capsulectomy was performed; the right implant was removed and replaced and the left implant was reinserted.